Event description:
It was reported that the patient presented in the ER after feeling a vibratory alert. Device interrogation revealed an extended charge time. A manual capacitor reform was performed that resulted in a decreased charge time. Device replacement was recommended. No further information is available at this time.

Manufacturer narrative:
(B)(6).

Event description:
New information received states that the device was explanted and replaced. The patient condition is stable.